Manufacturer narrative:
Other text: b3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device delivery volume is too high. Also reported the lens is scratched. This was found during testing and no patient injury reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed, and a scratched lcd lens. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6). A1 updated